Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed in an operating room under general anesthesia. It was reported that during the placement procedure, when the physician pulled out the probe outside of the patient the hydrogel was all over the probe. It was noted the physician probably had the needle through the lumen and may have placed the hydrogel in the patient's rectum. No other device was placed due to the infection risk. The patient's current status is unknown. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block d4 and h4 the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.